Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2001. According to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.